Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon realized that this clip applier had applied a malformed clip, which was slightly open in the distal side. The case was carried out and finished using second device. There were no adverse patient consequences. One device is returning.

Manufacturer narrative:
Information anticipated, but unavailable at this time.